Event description:
It was reported that a patient undergoing an MRI of the spine sustained three burns to her left buttock. The patient was anesthetized for the exam, and positioned with her arms at her sides with padding in place. The patient wore leggings and a polo top, which were her own and not provided by the customer. It was noted that the patient had an always ultra panty liner in place, and the resulting burn was reported to be directly under the panty liner. The patient has been treated with burn cream and antibiotics as prescribed by her general physician.

Manufacturer narrative:
Patient identifier has not been provided by the reporter. The ge healthcare investigation indicates that the incident appears to be the result of damp clothing from a possible leaking panty liner. The operator did not pre-screen the patient's clothing. All data reviewed indicates that the system was operating normally and within performance specifications. The customer indicated the patient was properly padded and positioned for the exam. The information reviewed did not indicate there was any system malfunction that may have contributed to the incident. No further actions are planned at this time.

Manufacturer narrative:
Patient identifier not currently available. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.